Manufacturer narrative:
Exact date unknown, event occured (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16023912.

Event description:
It was reported that the patient was experiencing inadequate stimulation and said that the pain was continuous and was tapping, tingling sensation. The patient underwent a revision procedure wherein the physician pulled the leads down one vertebral level and woke the patient. The patient was feeling stimulation throughout her body despite the stimulator being off. The physician was convinced the stimulation has nothing to do with her scs (spinal cord stimulator). The patient was still feeling tingling sensation throughout the body even with scs off.